Manufacturer narrative:
(B)(4). The device was investigated by the field safety engineer of maquet: no harm to the patient was reported. The device with the failure "shut down on the patient" this problem could not be duplicated. As a precaution, he re-seated all pv boards and cables and performed full functional verification, device checks ok. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this as a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. A supplemental medwatch will be submitted after new information has been received.

Event description:
Rotaflow shut down on patient. (B)(4).